Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. There was no impact to the customer blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer tried to reload the same cartridge and received a minimum fill notification. Customer could not confirm how much insulin was in the cartridge. Reportedly, the customer loaded a new cartridge and was able to resume insulin delivery.